Manufacturer narrative:
The returned ipg db-1110 (serial number (B)(4) and m8 adaptor db-9218-15 (serial number (B)(4) were analyzed and no anomalies were found. Analysis of db-9218-15 (serial number (B)(4) indicated that the e1 cable wire was fractured at weld nugget of connector spring. Since there was no report of impedance anomaly, and the damage was similar to a typical explant damage caused by pulling force, it was not considered a failure.

Event description:
It was reported that the patient underwent a surgical procedure where the patients competitor ipg was explanted and a vercise ipg and vercise m8 adapters were implanted and connected to the patients existing competitor leads. The patient then experienced inadequate therapy, causing her dystonia symptoms to return. Two days of multiple programming options did not help treat her symptoms. The patient was admitted to the hospital and a feeding tube was placed in her mouth. The bsn device was explanted and a competitor device was implanted. The patients status improved and she was discharged from the hospital. The ipg database analysis revealed the device appeared to be working as expected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-9218-15 serial/lot: (B)(4) description: vercise m8 adapter, 15 cm.

Event description:
It was reported that the patient underwent a surgical procedure where the patients competitor ipg was explanted and a vercise ipg and vercise m8 adapters were implanted and connected to the patients existing competitor leads. The patient then experienced inadequate therapy, causing her dystonia symptoms to return. Two days of multiple programming options did not help treat her symptoms. The patient was admitted to the hospital and a feeding tube was placed in her mouth. The bsn device was explanted and a competitor device was implanted. The patients status improved and she was discharged from the hospital. The ipg database analysis revealed the device appeared to be working as expected.